Event description:
While attempting to insert the sheath over the guidewire, resistance was met. Upon removal of the sheath, it was noted the tip of the sheath was broken apart.

Event description:
While attempting to insert the sheath over the guidewire, resistance was met. Upon removal of the sheath, it was noted the tip of the sheath was broken apart.

Event description:
While attempting to insert the sheath over the guidewire, resistance was met. Upon removal of the sheath, it was noted the tip of the sheath was broken apart.